Event description:
The physician was performing a therapeutic procedure on a pt with a small bowel obstruction. The doctor was attempting to place a j-tube enteral feeding device into the pt. The pt had a history of pancreatitis, malnutrition, seizures, osteoporosis, type 1 diabetes, gi ulcers. In addition, the pt had previously undergone multiple abdominal surgeries, including vagotomy, gastric resection and roux-en-y gastrojejunostomy, and ercp with cholecystectomy. The pt was radomized to dpej placement for chronic pancreatitis. The enteral procedure was attempted, but it could not be completed due to an inability to find a good abdominal spot with trans-illumination or indentation. The procedure was attempted again and successfully completed 2 days later and was rated as somewhat difficult. Folllowing the procedure, the pt complained of left upper quadrant abdominal pain, which was radiating to the epigastrium. The pain improved as the feeding tube decreased, but worsened with feeding, and which resulted in increased abdominal pain, and was accompanied by abdominal distension, nausea, and projectile vomiting. An x-ray of the pt's abdomen revealed free intraperitoneal gas and a single dilated small bowel loop measuring 5cm near the midline. The pt had a bowel volvulus proximal to the dpej tube, five days after the procedure. Which was reduced with a scope, but developed again. A tubogram was performed around ten days later, which demonstrated complete obstruction at the j-tube site. The pt underwent surgical removal of the affected portion of the small intestine. The pt has been reported to be doing fine now. The physician reported that the pt's condition subsequent to the dpej placement was not as a result of the device, but rather as a result of the pt's anatomy being twisted/folded, resulting in a small bowel obstruction.